Event description:
It was reported that the health care professional noticed a visible kink at the distal end of the lead. It was further noted that the leads were not implanted into the patient. No patient injury was reported and the patient recovered without sequel. Additional information was requested, but not made available at the time of this report.

Manufacturer narrative:
Analysis of the lead found the distal end bent new out of the box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.